Event description:
The cup could not be removed from the inserter after the doctor inserted the cup into the left acetabulum. The time of surgery was delayed for 60 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.